Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not any alarm on his insulin pump about delivery issue. The customer's blood glucose was unknown. Customer stated that he was not get any alarm on his insulin pump about delivery issue but he was getting high blood glucose and when he replaced the infusion set his blood glucose went normal. The product will not be returned for analysis.